Event description:
It was reported that following replacement of the right-sided lead and extension products, the system had been turned on using previous programmed parameters, which resulted in pt symptoms of severe diplopia. The system was reprogrammed (exact values were not reported), which was deemed effective.

Manufacturer narrative:
(B)(4).